Manufacturer narrative:
Testing was initiated; however, some tests could not be completed due to no lock. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly sustained a head injury resulting in no lock between the external equipment and the internal device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.